Event description:
The customer reported the sys displayed white images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connections on the camera head were repaired. The sys was then found to be operating as intended.